Event description:
This patient reported to medical records on (B)(6) 2011 that she had a bad lead wire and her system was explanted on (B)(6) 2010. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).